Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: 2 blood transfusions were necessary for this case; several clips were applied by endoscopic way; hospitalization prolonged for 4 dd.

Event description:
It was reported that during a laparoscopic left hemi-colectomy the surgeon performed a knight&griffen anastomosis with a cdh29a. The stapler was assembled correctly, closed, and the surgeon arrived until the green zone, then removed the safety trigger. When dr tried to fire the stapler, the trigger was really hard to fire and run for about a centimeter "than" stop. The surgeon tried to move it strongly and the stapler fired, they heard the cutting washer. After the firing the stapler open correctly, the visual inspection of rings was ok, and the rings were perfect. But attached to the cutting washer there were a staple and a leg of a staple. The surgeon asked an endoscopic check of the anastomosis, that was ok except for a staple leg not correctly bent that remained straight into the lumen. The surgeon has decided to reinforce the anastomosis with external prolene 3/0.

Manufacturer narrative:
(B)(4). Batch # r59n5k. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Two malformed staples were received inside of a plastic bag, the staples were compared with new unformed staples it was determined that the staples belongs to the ecr60d. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? The operation was a sigmoid colectomy due to diverticulitis. What healthcare professional fired the device and what is his/her experience with the device? The healthcare professional is dr, the experience with the device and his knowledge are excellent. He is a local kol, I think he fires 40 stapler a year by 20 years. Where did the trocar of the circular stapler pierce the tissue in relation to the transecting linear staple line? The trocar exits really close to the staple line but it doesn't pierce the staple line.. Where in the green gap setting scale was the indicator located prior to firing? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes and he adjusts tissue compression before fire was a complete washer transection confirmed? Yes. Does the surgeon believe the staple and leg attached to the cutting washer was from the circular stapler or linear staple line? This is a question we cannot answer. The cdh was sent with some staple ad the cutting washer, you could measure the staples, to determine if they are from a ecr60d (3,8mm length of open leg) or from the cdh (5,5mm, longer legs). Was the ¿staple leg not correctly bent that remained straight into the lumen¿ believed to be from the circular stapler or linear staple line? It was from the circular stapler because was far from the intersection with the staple line. What was the reason for the blood transfusion? é scesa sotto 8 di emoglobina, hb(7,2g/dl). Di seguito descrizione del decorso operatorio. It fell below 8 of hemoglobin, hb (7.2g / dl). Below is a description of the operative course. What was observed at the staple line during endoscopy? It seems ok, except from a leg that was exposed straight into the lumen. What is the current status of the patient? She is ok, at home.